Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported "was implanting saline implant and the implant ruptured". Device not implanted.

Event description:
Healthcare professional reported "was implanting saline implant and the implant ruptured". Device not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ broken device: observed, two opening in anterior side assessed as surgical damage. ¿ additional observations: ¿ creases are observed. No further actions are required as the device was implanted.